Manufacturer narrative:
(B)(4). Foreign body reaction; inflammation ; irritation; facial swelling; medical device removal . Suture spitting occurred . To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what are the product code and lot number? The customer stated that the mersilene suture used was a 2-0 suture. No product will be returned for evaluation.

Event description:
It was reported that a patient underwent a face lift procedure on an unknown date and suture was used. Two months after the procedure the patient presented with an irritation around the temple area in two places. The patient had suture spitting and experienced substantial inflammatory reaction at the wound site, manifested by swollen face. The surgeon removed the sutures in the affected area and treated with steroids.